Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged and smooth edges on the remaining electrode legs. There is also discoloration on the adhesive and scratch marks on the exposed shaft. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. Outlines warnings and precautionary measures to adhere to during activation of the device. A corrective action report (ccr) has been initiated to monitor similar complaints of the damaged tip. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an unspecified procedure, the metal tip broke inside of the patient's anatomy. All the broken pieces were removed from the patient. A back-up device was available to complete the surgery. No injury reported.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the metal tip broke inside the patient's anatomy. All the broken pieces were removed from the patient. No injury reported. Back-up device was available to complete the surgery.